Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the system and found bleach on the reagent probe. The cse replaced the v67 bleach valve, performed a system rinse with water, and ran quality controls (qc). The calibration was within specifications. The system was fully functional upon departure. Siemens concluded that the cause of the discordant result was the bleach contamination from the malfunction of the v67 bleach valve. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant prostate specific antigen (psa) patient results were obtained on an advia centaur xp instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct result, to the physician(s). Specific information of the results was not disclosed. There are no known reports of patient intervention or adverse health consequences due to the discordant prostate specific antigen (psa) patient results.